Event description:
During robotic procedure, cadiere forcep broke, cable visible toward the working end of the instrument. Removed from the patient and robotic arm. No portion of the instrument was noted to have broken free and area that it was in was inspected. No injury observed to the patient. Instrument has 3 lives remaining per davinci list. Instrument given to coordinator.